Event description:
It was reported that balloon rupture and tissue prolapse occurred. The 25% stenosed target lesion was located in the moderately calcified and moderately tortuous mid left anterior descending (lad) artery. After a non-bsc stent was implanted, a 15mm x 2.75mm nc quantum apex¿ balloon catheter was advanced for post-dilatation. During the first inflation at 8-10 atmospheres for 5 seconds, the balloon ruptured. The physician then suspected that tissue prolapse occurred. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).